Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the keypad was found to be intact; no peeling was observed. During testing, the complaint of the ok keypad button¿s over-response was not duplicated. All the keypad buttons were found to respond appropriately. The keypad cover was removed and no contamination was found under the button contacts. No evidence of moisture or loose components was observed inside the pump. There was no defect found during investigation.